Event description:
It was reported that there was a malfunction resulting in the loss of display. There was no report of patient involvement reported.

Manufacturer narrative:
Ge healthcareâs investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. Serial number and primary UDI number was not provided by customer. Legal manufacturer: (B)(4).

Manufacturer narrative:
Additional information was received that the issue was with the non-gehc equipment. This is not a reportable malfunction.